Manufacturer narrative:
Section b2: outcomes attributed to adverse: corrected. Section g2: report source: corrected. Manufacturer's investigation conclusion: an outflow graft obstruction could not be confirmed through the evaluation of the submitted video. Additionally, although the reported low flow alarms were confirmed through the evaluation of the submitted log files, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between the device and the reported patient conditions could not be conclusively established. The submitted controller event log file contained events from 09may2024 and captured several low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator reported patient with new exacerbation of shortness of breath and dizziness with new low flow alarms (lfas). An echocardiogram (echo) showed limited unloading ability on higher rpm during ramp test. The patient underwent computed tomography angioplasty (cta), which confirmed limitation in flow pathway at the outflow graft area. Log files confirmed persistent lfas. Blood labs were performed, and no hemolysis was noted. It was communicated on (B)(6) 2024 that the lfas resolved after performing the ramp test and increasing pump speed to 5500. Pump flow was increased (4.0-4.2 lpm) and remained the same speed. Pump power was 4.0w. No specific treatment was performed, and the patient was discharged on (B)(6) 2024. The patients international normalized ratio (inr) was in a therapeutic range. The patient status was normal with no signs of heart failure. The site planned to closely monitor the patient.